Event description:
It was reported to boston scientific corporation on may 22, 2023, that an axios stent and electrocautery enhanced delivery system was attempted to be implanted in the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) pseudocyst drainage procedure performed on (B)(6) 2023. During the procedure, the catheter control hub was stiff and the stent did not deploy properly. The stent was removed using a rat tooth forceps and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. A photo of the device provided by the complainant shows that a portion of the device was sticking out of the handle.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.